Event description:
It was reported by colombia that the motor device would not operate at all. During in-house engineering evaluation, it was determined that the device ran in locked position. It was further determined that the speed could not be controlled/changed, the breaded stainless steel wire tether was damaged/came off, and the teflon seal was protruding from the swivel. It was observed that the device had component damage. It was further determined that the device failed pretest for visual assessment, loctite assessment, cable assessment, safety assessment, direction control assessments, rotational speed assessments and hand control assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2023. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device not operating was not confirmed. Therefore, an assignable root cause was not determined. However, the device running in locked position, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).